Manufacturer narrative:
Patient age, dob & weight not provided for reporting. Date of event: it is unknown when the device broke or when non-union occurred. PMA / 510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI, (01) unknown (10) lot number is unknown. Implanted/explanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation, discarded by facility. Type of reportable event: serious injury & malfunction. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 1 (one) unknown plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent initial surgery to treat a femur fracture on an unknown date, treated at a different facility and a by different surgeon. Patient was implanted with one (1) large fragment locking plate and ten (10) 5.0 mm locking screws. On an unknown date, the plate broke flush into 2 pieces. Patient experienced non-union. On (B)(6) 2018, patient underwent revision surgery for hardware removal. All eleven (11) implants, one (1) large fragment locking plate and ten (10) 5.0 mm locking screws were removed without difficulty. No fragments were retained, which was also confirmed by post-operative x-rays. Patient was revised to a similar construct. The procedure was completed successfully and the patent is reported to be in stable condition. Concomitant device reported: unknown 5.0 mm locking screws (part number unknown, lot number unknown, quantity 10). This complaint is for one (1) device. This report is 1 of 1 for (B)(4).